Event description:
Complaint ID:354580.

Manufacturer narrative:
The reported failure "head error" was discovered before treatment. The affected rotaflow drive (rfd) has been requested for repair at the manufacturer under RMA#41851. 2020-08-28: drive received. 2020-09-30: function test at the service department in rastatt. 2020-10-29: service report RMA 2020-10336 received. According to the service order RMA 2020-10336 dated on 2020-10-19 has the affected drive been investigated. The mc 1 and mc 2 have triggered the error message "head error". The mc 1 and mc 2 have been replaced. The closing assy and the flow sensor have been replaced. Most possible root cause could be determined as mishandling. According to the service report 10478534 dated on 2020-10-29 was the rotaflow drive function tested at the service department in rastatt. A system test was performed according to the service protocol. All tests were passed. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, instructions for use / 4.2 / en / 13, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported failure "head error" occurred before treatment. The device was directly involved in the event and not able to meet its specifications. The failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
A rotaflow drive displays "head error" after startup test. (B)(4).